Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus of 3 units at around 7 am but did not observe the bolus in the pump history. Blood glucose ranged from 118-288 (mg/dl). During troubleshooting with tandem technical support, the customer reported having set the pump time to pm instead of am when adjusting the pump time for daylight savings.